Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the hosp vad coordinator contacted the MFR reporting that a pt at home was getting intermittent red heart alarms for low beat rate through out the night. The pt's system controller had already been changed out 2 days earlier, for the same alarm. The vad coordinator mentioned that flows were not dropping with alarm. The MFR suggested taking lvad motor waveforms for analysis and perc lead x-rays were also recommended. The pt remains on lvad support while awaiting a heart transplant.